Event description:
The customer reported that she was treated by the paramedics during the night due to low blood glucose levels. The customer stated that she went to bed with a blood glucose of 191 mg/dl, and at 3:00 am she dropped to 73 mg/dl. The customer also stated that the insulin pump had alarmed, and was squirting out insulin prior to the event. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on force sensor. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.